Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that the patient implanted with this right atrial (ra) lead developed an infection. The patient presented with leakage coming from the device incision. Subsequently, this lead and the associated devices were explanted. No additional adverse patient effects were reported. It is intended that a new device will be implanted. This device was disposed.